Event description:
Bone overgrowth, extreme inflammatory reaction, radiculitis (chronic) need for revision surgery - surgery not advised by surgeon(s) due to high risk, possible mortal injury and worsening of symptoms. Prior to infuse, I was mobile and had intermittent back pain that originally became the reason for my operation to implant infuse. Since shortly after implantation, I have lost most of my mobility, and suffer chronic spine, nerve, bone, and leg pain on a 24 hour basis without constant use of pain medications. I am unable to walk without an aid (cane or wheelchair) and no longer participate in any of the athletic activities I was once heavily involved in. I am not able to work and pain management is now my full time job. Posterior interbody fusion without lt cage. L4-5, l5-s1.